Manufacturer narrative:
The reported event of "failed spinal cord stimulator system" was not confirmed. The associated ipg was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity, all test steps passed. A review of the ipg diagnostic logs did not note any discrepancies that would have contributed to the reported event. All ipg system impedance measurements were within range during the ipg implant duration.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000158007. Common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000157633. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the system was explanted due to the spinal cord stimulator system failing. Investigation of the event could not determine which of the devices contributed to the issue.